Event description:
It was reported that the patient received multiple shocks. There was also low/high impedance, an apparent fracture and noise/oversening noted on the right ventricular (rv) lead. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d154vrc implantable cardioverter defibrillator (ICD) implanted: 2007-(B)(6). (B)(4).